Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. On (B)(4) 2014, a request for add'l info was performed. Add'l info was received on (B)(4) 2014 informing the doctor stated " it could have been clinical consequences like laryngeal oedema or de-saturation but, at the end nothing happened. No add'l pt info provided. The event occurred when intubating a pt via oro-trachea and the cuff deflated. It is unk how long the product was in use before the event occurred. The return product was evaluated and tested on (B)(4) 2014 and (B)(4) 2014. Review of assembly record did real there is 0.3% of leak at pilot balloon assembly and at tip was detected during leak test process and the defective parts were rejected and discarded. Review of the risk assessment file does cover few potential causes and it's controlled. Review of the complaint trend within year 2009 to ytd (B)(4) 2014 for the leak issue, there is no significant negative trending was observed. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for eval. Should the sample with regards to the complaint be available at the later stage, we will re-open the files for investigation and feedback the findings accordingly. Thus, no further eval needed and complaint can be considered closed. No pt/event details has been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported complainant stated "they performed an intubation and there was no problems to intubate and place the endotracheal tube but after the cuff balloon deflated without any reason. They tried to re-inflate, but with no success. Another endotracheal tube was used to perform a second intubation (rusch.)"